Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left lower quadrant pain') and uterine leiomyoma ('benign large subserosal fibroid') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovarian cyst ("benign left ovarian cyst") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, ovarian cyst and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left lower quadrant pain') and uterine leiomyoma ('benign large subserosal fibroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovarian cyst ("benign left ovarian cyst") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, ovarian cyst and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.